Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 105" alarm was experienced during evaluation. The evaluation observed the reported system error 105 at power up and was caused by a failed motor (seized). The failed motor assembly was replaced.